Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of distal embolization. Distal embolization of blood clots and cardiovascular collapse are listed in the device labeling as potential complications / adverse events. Manufacturer reference #:(B)(4).

Event description:
A 55-year-old female presented to the emergency department and was diagnosed with left leg iliofemoral deep vein thrombosis (dvt). The patient was scheduled for a thrombectomy with the inari clottriever (CT) thrombectomy system on (B)(6) 2023; at the time of surgery, the clot age was estimated at 5 days. The CT sheath was placed in the patient and the CT catheter was advanced. The coring element was placed at the top of the iliacs starting in the intra vena cava (ivc). The physician initiated the first pass and the CT catheter moved 2 cm before feeling resistance. The CT catheter was re-sheathed inside of the patient and removed. Following the removal, the physician ballooned the illiacs at 3 locations with a 13 mm x 40 mm balloon. The CT catheter was inserted again, and 3 passes were performed, but this effort yielded no clot. A pigtail catheter was then inserted and a digital subtraction angiography was performed which revealed there was no clot present. At this point, the patient reported difficulty breathing and her oxygenation (spo2) decreased from 100% to 84%. The physician attempted to stent the iliacs when the patient vomited and lost consciousness. A code was initiated, and the patient was repositioned to supine to enable chest compressions which continued for over 20 minutes during which time a pulse returned intermittently. Once the patient's circulation was stable, the patient was transferred to the intensive care unit. Unfortunately, the patient later died sometime between (B)(6) 2023 and (B)(6) 2023.